Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program (patients retention program (B)(6)). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as the patient conducted the peritoneal dialysis (pd) therapy at a small shack near his farm while working at his farm. During the pd therapy, the door of the shack was opened due to the hot summer temperature. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with cefazolin and ceftazidime (doses, frequencies and routes of administration not reported). On an unreported date, during hospitalization, the modality of extraneal and physioneal therapies were changed to continuous ambulatory peritoneal dialysis (capd). Five days after being admitted, the patient was discharged from the hospital. It was reported that after the patient was discharged, the treatment with antibiotics was continued and the modality of extraneal and physioneal therapies were switched back to apd. On an unreported date, the patient was retrained in proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and extraneal/physioneal therapies were ongoing. No additional information is available.